Event description:
Device 1 of 2: reference MFR report: 3006705815-2019-00598.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2019-00598. It was reported during a procedure on (B)(6) 2019 (reference MFR report: 3006705815-2019-00592 and 3006705815-2019-00591) the physician was unable to advance one of the leads far enough to provide effective therapy due to scar tissue. As a result, the lead was explanted.